Manufacturer narrative:
According to caller, trach was in use for approx 6 weeks. The shiley indications for use caution states: the shiley tracheostomy tube is classified as a disposable medical device. Frequent and routine changes of the tracheostomy tube are recommended. The MFR recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.

Event description:
Caller stated that the flange separated from the tube during a standard trach change. Caller stated that trach was in the pt for 6 weeks, prior to the reported incident. Tube was changed out at doctor's office and pt had another 8dct put in place with no harm.